Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer's blood glucose level at the time of incident was 412 mg/dl and also had level of 419 mg/dl. The customer treated high blood glucose level with insulin pump. The customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer was neither in emergency room, nor admitted into hospital due to high blood glucose. The auto mode feature on insulin pump was active. Based on customer report customer did allege insulin pump was under delivering. The insulin pump will not be returned for analysis.